Manufacturer narrative:
The patient's date of birth is unknown. The patient's weight is unknown. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting that aspirate probe two (2) was not evacuating liquid from the reaction vessel properly. The fse removed the aspirate probe tubing and noted the tubing for aspirated probe two (2) was flattened. The fse replaced all three (3) of the aspirate probe tubing and noted the aspirate probes were properly evacuating liquid from reaction vessels. The fse validated the instrument by running a system check routine, high sensitive system check and customer quality control panel and all were within specifications. In conclusion, the aspirate probe pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to discrepant results.

Event description:
The customer reported obtaining failing quality control (qc) for several assays on the laboratory's dxi 800 access immunoassay system (serial number (B)(4)). The customer was advised to run a system check routine and the washed portion failed. The customer reanalyzed patient samples run prior to qc failures on an alternate dxi access immunoassay system (serial number unknown) and obtained one discrepant access accutni+3 result for one patient. The original result of 1.67 ng/ml was reported outside of the laboratory. The repeat result of <0.03 ng/ml was used for a corrected result report by the customer. There was a report of no change to patient treatment in connection to the event. The customer did not provide patient sample information regarding sample collection tube type, centrifugation and sample integrity. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.